Manufacturer narrative:
Invacare was made aware of an event in the (B)(6) involving an action 4 ng manual wheelchair which was manufactured by invacare (B)(4). Invacare is filing this report because the myon wheelchair, made at invacare owned invamex and sold in the us has been determined to be similar in design to the action 4. Should additional information become available, a supplemental record will be filed.

Event description:
The screw of the right fork broke which caused an imbalance of the action 4 ng wheelchair causing the user to fall. The end user received several stitches in her head as a result of this accident.